Event description:
It was reported that the procedure was to treat a lesion in right coronary artery (rca)). The 014 bmw hydro guide wire (gw) was placed in the intended location; however, an unspecified balloon was not able to be advanced over the gw due to a metallic bulge [break] on the gw. Therefore, the gw removed and a pilot 50 gw was used to continue the procedure. Then a dissection occurred and a long-unspecified stent was implanted for treatment. There was no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect of vascular dissection is not listed in the hi-torque guide wires for pta instructions for use (ppl2122536 revision a) as a known adverse event; however vascular dissection is listed in the no-fault errors for coronary and endovascular products risk assessment as a foreseeable event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.the additional device referenced in b5 is filed under separate medwatch report number.d4: the UDI is unknown as the part and lot number were not provided.